Manufacturer narrative:
A ge svc rep performed an on site investigation. The video line on the video adapter was reseated. The sys was tested and operates as intended.

Event description:
The customer reported, the 9800 system's left monitor would display a straight white line when fluoroscopy was performed, however, when they switched the image to the external screen, the image was good. No pt injury was reported.